Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a "violent outburst of hallucinations, confusion, and talking to people who aren't there." This had begun two weeks prior. The pt was admitted to the hospital with a status of "unk". No further pt symptoms, cause, or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be sent as info becomes available.